Manufacturer narrative:
(B)(4)

Event description:
Patient's nurese contacted dexcom on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. The patient's nurse did not report injury or medical intervention. No additional patient or event information is available.